Event description:
The customer reported that the t:slim x2 pump battery was not charging, and a power source alert appeared in the pump history. There was no adverse impact to the customer's blood glucose level. The issue resolved when the customer switched to a different wall adapter while using the same charging cable. Technical support advised against using non-recommended adapters and assured the customer by sending a replacement tandem wall adapter. The pump began charging, and no further assistance was required.